Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 56038be00, lot contains the same bulk material as lot 56038be01, was completed using panels which mimic patient samples using an in-house retained kit. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel and the lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected, and all specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot 56038be01 was identified.

Event description:
The customer reported false non-reactive alinity I anti-hbc ii and provided the following data: (reference: = 1.0 s/co is reactive). On 22 may anti-hbc initial result was 0.62 and repeat results were 7.33, 0.78, 7.43, 7.38, & 7.15 the customer reported out the 7.33 value. Other laboratory data: hbsag 53.815 iu/ml, hbsab 2.31 miu/ml, hbeag 0.39 s/co, hbeab 0.02 s/co. Patient data: 35 year old female who presented to the emergency department with drug overdose and hypoglycemia. The patient was treated for hypoglycemia and there was a reported glucose value of 8.60 mmol/l. Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p87-77 and there is a similar product distributed in the us, list number similar us ln 7p84.a follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive alinity I anti-hbc ii and provided the following data: (reference: = 1.0 s/co is reactive). On 22 may anti-hbc initial result was 0.62 and repeat results were 7.33, 0.78, 7.43, 7.38, & 7.15 the customer reported out the 7.33 value other laboratory data: hbsag 53.815 iu/ml, hbsab 2.31 miu/ml, hbeag 0.39 s/co, hbeab 0.02 s/co. Patient data: 35 year old female who presented to the emergency department with drug overdose and hypoglycemia. The patient was treated for hypoglycemia and there was a reported glucose value of 8.60 mmol/l. Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.